Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff was distal in the peritoneum and the device was not working properly. The aus was explanted. No further patient complications were reported.